Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient was implanted with an scs system on (B)(6) 2014. A cerebrospinal lead was not observed during the procedure. On (B)(6) 2014 the patient presented to the emergency room with a headache. The physician performed a blood patch. The patient was hospitalized for two days and was instructed to lay flat in bed. The headache resolved and the patient was released from the hospital.